Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that she had issues with infusion set and had high blood glucose levels of 29.0 mmol/l and occlussion in the reservoir and infusion set. The customer reported that the insulin pump received no delivery alarms. Troubleshooting was performed. The customer stated that the issue was resolved after changing the infusion set and reservoir. The customer treated the blood glucose with manual syringe. The customer stated that the insulin pump had blank. Product is expected to return for analysis. Additional device related incident: insulin pump (308435478); reservoir (308435484); infusion set (308435452).